Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided for review. The photo shows the clinician holding the guidewire. The guidewire has multiple kinks throughout. Uncoiling was noted on the center portion of the guidewire. Therefore, the investigation is confirmed the identified stretched issues. However, the investigation is inconclusive for the reported physical resistance and difficulty in removal issues as the exact circumstances at the time of reported event is unknown. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via right vital vein, the guidewire was delivered through the introducer needle with resistance and allegedly difficulty in retracting. It was further reported that the guidewire and the introducer needle were withdrawn after dilatation. Reportedly, the guidewire was pulled out. The procedure was completed by using another device. There was no reported patient injury.